Event description:
An ophthalmic surgeon reported that the probe would not cut though the aspiration was functioning during a vitrectomy procedure. The probe was replaced with another probe and the procedure was competed. There was no patient harm. No further information is expected for this case.

Manufacturer narrative:
One sample was returned for would not cut. It was examined using magnification and found to be nonconforming for a bent needle. Actuation testing was performed and found to be conforming. Cut testing was performed and found to be nonconforming. The probe was disassembled and the components inspected. There is less than five minutes of wear on the inner cutter when compared to wear visual standards. The inner cutter is bent at the location where the outer needle is bent. For this complaint file, the final customer lot was identified. A device history record review was conducted. No anomalies were found during the device history record reviews. The product was released based on manufacturer¿s acceptance criteria. No additional investigation is required based on device history reviews. A complaint history examination indicated this was the second complaint received for the reported issue against the components of the reported final lot. The root cause for the cut failure was the bent needle. How or when the needle became bent cannot be determined. A bent needle would then cause the inner cutter to become bent. A bent inner cutter would then be out of alignment with the needle port and cause a cut test failure. (B)(4).

Manufacturer narrative:
A product sample has been received and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available (B)(4).